Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while wearing the pump against the skin on a flight. Reportedly, there was a delay in clearing the altitude alarm. The customer declined further a follow up from tandem technical support. The customer's blood glucose level was not impacted.